Manufacturer narrative:
Manufacturer evaluation of the instrument logs showed that: event code "16" was displayed to the user at 09:28am on (B)(6) 2021 together with the following associated messaging: "final concentration threshold for ethanol exceeded; processing quality may be compromised - 1 run(s) remaining. Replace least pure ethanol station, bottle 4." The "breast" protocol comprising 240 cassettes, was started in retort b at 09:28am on (B)(6) 2021, and completed at 00:30am on (B)(6) 2021. Event code "18" was displayed to the user on three (3) occasions between 19:37pm and 19:38pm on (B)(6) 2021, when an attempt was made to schedule a protocol in retort a. The following associated messaging was displayed: "cannot run protocol; final concentration threshold for ethanol exceeded. Replace least pure ethanol station, bottle 4." Bottle 4 (ethanol) was not in contact with the corresponding sensor for approximately 13 seconds at 19:38pm on (B)(6) 2021, which is not sufficient time to replace the reagent; and the station properties were reset at 19:38pm on (B)(6) 2021, with a user affirmed in the graphical user interface (gui) that the reagent concentration was to be set to the default value of 100%. The properties of the reagent in bottle 4 prior to these user actions were: ethanol concentration=82.4%, cycle=11, cassettes=2330 and days=9. Following the user actions detailed above, the reagent in bottle 4 (ethanol) was used for the final dehydration step of the "routine with formalin" protocol comprising 80 cassettes, which started in retort a at 19:38pm on (B)(6) 2021 and completed at 04:13am on (B)(6) 2021, the "breast" protocol comprising 250 cassettes, which started in retort b at 08:23am on (B)(6) 2021 and completed at 00:30am on (B)(6) 2021 and the "breast" protocol comprising 150 cassettes, which started in retort a at 19:17pm on (B)(6) 2021 and completed at 05:01am on (B)(6) 2021. Event code "111" was recorded at 05:38am on (B)(6) 2021, when an attempt was made to fill the retort with wax and the wax transfer valve was not at temperature. The following information was displayed to the user: "retort manifold not hot; if running a protocol contact service. For manual operations enable the wax heater for 5 mins then retry, retort b." His event code is an advisory notification; and was recorded following completion of the protocol from which from which sub-optimal processing of patient tissue samples was reported by the complainant. Although the user affirmed in the graphical user interface (gui) that the ethanol concentration in bottle 4 (ethanol) was to be set to the default value of 100% at 19:38pm on (B)(6) 2021, the actual ethanol concentration would have remained unchanged at 82.4%, because bottle 4 was not removed from the instrument for sufficient time to replace the reagent. As the instrument software uses reagent concentration to select reagent stations when a protocol is scheduled, the reagent station with the lowest (in-threshold) concentration of a reagent group or type is selected for the first step using that reagent group or type; and reagent stations of increasing concentration are used for the succeeding processing steps of the reagent group or type. Reagent with the highest concentration is always used for the final processing step of a reagent group or type before changing to another reagent group or type. Consequently, the reagent in bottle 4 (ethanol) with an ethanol concentration of 82.4% was used for the final dehydration step of the "breast" protocol started in retort b at 08:23am on (B)(6) 2021, from which sub-optimal processing of patient tissue samples was reported by the complainant. Although not reported by the complainant, the quality of processing of patient tissue samples from both the "routine with formalin" protocol started in retort a at 19:38pm on (B)(6) 2021 and the "breast" protocol started in retort a at 19:17pm on (B)(6) 2021 would also have been adversely impacted, because the reagent in bottle 4 (ethanol) was also used for the final dehydration step of these protocols. As the minimum final reagent concentration required for ethanol is 98%, the consequences of using reagent at a concentration less than the minimum required for the final dehydration step in a protocol is re-introduction of water into the tissue, which cannot be displaced in subsequent processing steps; and contamination of reagents used in the subsequent processing steps, ultimately resulting in sub-optimal tissue processing. Investigation of this complaint found that the instrument functioned as designed during execution of the "breast" protocol started in retort b at 08:23am on (B)(6) 2021, from which sub-optimal processing of patient tissue samples was reported by the complainant. The instrument also functioned as designed during execution of both the "routine with formalin" protocol started in retort a at 19:38pm on (B)(6) 2021 and the "breast" protocol started in retort a at 19:17pm on (B)(6) 2021, from which the quality of processing of patient tissue samples would also have been adversely impacted. The root cause of the sub-optimal processing of patient tissue samples reported by the complainant was a use error which occurred at 19:38pm on (B)(6) 2021. The facts indicate that a user did not complete manual replacement of the reagent in bottle 4 (ethanol) in accordance with the manufacturer instructions detailed in the leica peloris/peloris ll user manual when event codes indicating that a protocol could not be run, because the final concentration threshold for ethanol had been exceeded, were displayed. The leica peloris/peloris ll user manual contains the following specific warning: "always change reagents when prompted. Always update station details correctly - never update the details without replacing the reagent. Failure to follow these directives can lead to tissue damage or loss."

Event description:
The complainant contacted leica biosystems in relation to peloris ii rapid tissue processor serial number (B)(4), and the following information was documented: "error 111 'retort manifold not hot', prompted while running a protocol on retort b. The run completed, but tissue was under processed. 150 cassettes (routine) involved /10hrs protocol. Incident happened on friday (B)(6) 2021." The leica applications specialist -core histology (fss) collected the following further information regarding the circumstances involved in this complaint: "customer reported a "retort manifold not hot" error, later to be determined to not have occurred until (B)(6) 2021 so unrelated. Fse went on site, inspected unit and collected logs. Fse reported customer completed full instrument reagent exchange." On 25 may 2021, the fss reviewed the instrument logs and documented the following findings: "log review indicates a 1401 error "station bottle 4 was removed for 12047 ms. The minimum period configured is 20000 ms. The station was reset" at 7:38pm on (B)(6) 2021. This is likely cause of underprocessing. Customer reported this was only affected run, however log review indicates that there were a total of 4 runs ran after the 1401 error and before the full instrument exchange [sic], indicating other runs may have been affected as well." The fss also documented that the patient tissue samples exhibiting sub-optimal processing were derived from the "breast" protocol executed in retort b comprising 250 cassettes, which started in retort a at 17:14pm on (B)(6) 2021. The tissue type(s) and size of the affected samples were detailed as "various" and "2mm by 2.5mm by 3.0 mm" respectively. On 25 may 2021, the assigned leica applications specialist -core histology received information that all patient cases involved in this event "were diagnosable after reprocessing (with difficulty)".